Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on 05/30/2025. During a follow-up call conducted by tech support on (B)(6) 2025, the patient reported experiencing a skin infection. The patient stated that prior to sensor insertion, the site was prepped with alcohol. On (B)(6) 2025, she inserted a new wearable on her arm but encountered sensor errors and decided to remove the sensor. On (B)(6) 2025, the patient developed symptoms at the needle puncture site, including inflammation, redness, a solid lump approximately the size of the wearable and sensor patch, and signs of infection. She also reported experiencing a low-grade fever, dizziness, localized pain, and that the area was hot to the touch. On the same day, she consulted a physician who examined the lump, confirmed it was solid with no pus and administered an unspecified steroid injection. The physician also prescribed a 10-day course of oral antibiotics (doxycycline 100 mg, once daily). The patient began antibiotic treatment on (B)(6) 2025. At the time of the follow-up report, the patient noted that the lump and redness were still present, but she was otherwise doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.